Event description:
Boston scientific crm received information that the patient with this left ventricular (lv) lead experienced muscle stimulation. The patient was brought into the clinic and the device was reprogrammed which resolved the muscle stimulation. Subsequently, the patient began having muscle stimulation again. The patient was brought in for a lead revision. The physician suspected that the patient's target vessel was so large that the lead had moved a bit from time to time causing the muscle stimulation. Visual observation of the lead revealed that there was blood in the lead lumen from top to bottom. The lead was explanted and was to be returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
The complete lead was received at out post market quality assurance laboratory for analysis. Visual observation noted set screw marks on the terminal pin and ring. At 62 centimeters from the terminal pin, several cuts/punctures were noted in the polyurethane insulation. At the same location, the outer coils were stretched and the inner coils were fractured. The observed damage was likely induced damage from the use of a grasping tool. At 65 centimeters from the terminal pin, the polyurethane insulation was damaged and was exposing the outer coils of the lead. The damage was likely due to lead-on-lead abrasion. Dried body fluid was also noted throughout lead body, under the outer insulation. Direct current resistance testing confirmed the conductive paths to be within specification. No issues were discovered with the lead's fixation mechanism. No further testing was performed.